Event description:
It was reported that patient states that his pump is rock hard and he can not pump it at all. He said he has tried trouble shooting maneuvers that were in the literature but that none had worked (reboot and warm bath). Patient liaison went over some further trouble shooting techniques with him to include pull down/push the deflate button before initiating any pumping/burp/ and anti-stiction. Additionally, he states that he has been working with the device while in a jacuzzi. He will try the new techniques and will contact patient liaison if he has further questions or concerns.